Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 14-may-2019, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 29-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that since implanted they have reprogrammed his implant about 10 times to get close to where it hurt and had pain. Patient reported he met with the hcp on (B)(6) and they did an MRI, the scan showed the leads were not positioned properly. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
H6 coding applies to leads: continuation of d11: product ID 977a275, serial# (B)(6), product type lea:d product ID: 977a260, serial# (B)(6), product type: lead, device codes: c62858 device codes: c53269 patient codes: c50787 patient codes: c3303 patient codes: c50526 patient codes: c50535 patient codes: c50789 patient codes: c73503 fdccodes: 67 fdmcodes: 4117 fdrcodes: 3221. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, a healthcare provider (hcp) and a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins worked great for about a week, and then about a week after implant in (B)(6) 2017, the patient started noticing pain that was a little to the right of their spine. Also, the stimulation would vary off to the right side of their ribs and could be felt under their right armpit. The stimulation was not going where it needed to go and therefore wasn't doing them any good. The patient also reported that they were told that until the lead gets seeded it may move a little bit. The patient explained that the clinic had moved the stimulation back to their spine once before but also stated they had the stimulation dialed in twice since implant. The patient had an appointment scheduled to see their doctor on (B)(6) 2018. Additional information was received from the patient on (B)(6) 2019. They reported they still had back pain; it was still hurting and always hurting. The back pain was at the ins site, so the patient couldn't lay on their back or lay on their side. The patient reported they were working with their doctor regarding the pain. Follow up was sent to the doctor, and a response was received on (B)(6) 2019. The physician did not know about the pain at the ins site; they stated the patient hadn't reported it to them when they saw the doctor on (B)(6) 2019. The hcp reported that the patient was going to have imaging studies done and would be reviewed at a follow up appointment. On (B)(6) 2019, additional information was received from the patient. At that time, they reported they had about 10 re programming sessions since implant to try and get close to where the pain was. They had seen their doctor on (B)(6) 2019, at which time an MRI and x-ray were performed. The results of the imaging tests showed that the leads were not positioned properly. The patient requested to speak to a manufacturer representative (rep), but they were redirected to see their doctor to schedule an appointment with a rep. Follow up was sent to the physician and a response from the hcp was received on (B)(6) 2019. They reported the cause of the leads not being placed properly was not determined. Surgical revision was being scheduled, so the issue had not yet been resolved. On (B)(6) 2020, additional information was received from a rep. They reported they met with the patient on that date. The patient was still reporting pain and sensitivity at the ins pocket site, and they were extremely sensitive to touch across their entire lower back and the center of their middle back. The rep noted that the ins was implanted for their mid-upper cen tral back pain, but the stimulation/paresthesia was located in their right leg and right arm when the ins was turned on. The patient had denied any falls. The rep checked impedances, which were normal. The nurse practitioner that was seeing the patient was thinking the patient had arthritis, and they had explained to the patient that injections would help arthritis but not a spinal cord stimulator. The rep noted that they had asked if surgical intervention was planned, but they were told that was unknown. This event has not yet been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), product type: lead; product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that surgery was being scheduled for a revision. Cause was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.